Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) (B)(4) was returned for analysis. A visual examination of the stent found evidence of stent damage with mid-section struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-feb-2021. It was reported that crossing difficulties were encountered. Vascular acess was obtained via the radial artery. The 85% stenosed, 36.2.50mm, eccentric and de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, predilatation was performed. A promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.